Manufacturer narrative:
Additional information received indicating no patient involvement in the reported event.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in good condition with the screen attached. The moment the device was powered up the device started double beeping. The cause of the issue is the downstream sensor, which will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump has alarmed twice with the cassette attached. There was no reported injury to the patient.